Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range shock impedance of greater than 125 ohms. The shock impedance had been climbing. Per a review of the device data, a shock had been delivered a few months ago and the delivered shock impedance measurement was 73 ohms which is within the normal range. Boston scientific technical services (ts) advised doing defibrillation threshold (dft) testing if the shock impedance reached 150 ohms. This product remains in service. No adverse patient effects were reported.